Event description:
A CAPA (170) was opened to identify the root cause and provide a corrective action. The preliminary result of this investigation indicate that there was an issue related to temperature and the dwell time in the oven